Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for the past 4 months the patient had been having trouble controlling their bladder. The patient said that they went to their healthcare provider and the healthcare provider tried their own device and it didn't work. Patient said that when they try to connect to their implanted neurostimulators, their handset doesn't register anything. During the call the patient connected to their implant and saw a por (power on reset) message. Agent reviewed message meaning. Patient was able to increase stimulation during the call. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.